Event description:
It was reported while using bd saf-t-intima¿ safety system with y adapter the product was defective and leaked. There was no report of patient impact. The following information was provided by the initial reporter: the patient was treated with the indwelling needle before painless gastroscopy, but the indwelling needle was found to leak fluid. The indwelling needle was removed, replaced by a new indwelling needle and re-injected.

Manufacturer narrative:
In response to the event reported a device history review was conducted for lot number :2076449. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a physical sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.